Event description:
It was reported that shortly following the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms) and high capture thresholds measurements. The physician elected to surgically explant and replace device to resolve the event and no additional adverse patient effects were reported. The ra lead is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had multiple breaks approximately 5 and 6 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with lead-on-device can crush. Analysis concluded that the clinical observations of high impedance and high threshold measurements were likely caused by the confirmed fracture.

Event description:
It was reported that shortly following the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements (>3000 ohms) and high capture thresholds measurements. The physician elected to surgically explant and replace device to resolve the event and no additional adverse patient effects were reported. The ra lead was subsequently received for analysis.